Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range (oor) pacing impedance measuring 2000 ohms. It was noted one day post operative impedances were 1600 ohms then dropped to 800 ohms and have been gradually rising. Additionally, shock impedances have increased however, measurements are within range. Technical services (ts) recommended to bring the patient in to evaluate and recommended to check thresholds and obtain an x-ray. Ts also noted there were several stored pacemaker mediated tachycardia (pmt) episodes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range (oor) pacing impedance measuring 2000 ohms. It was noted one day post operative impedances were 1600 ohms then dropped to 800 ohms and have been gradually rising. Additionally, shock impedances have increased however, measurements are within range. Technical services (ts) recommended to bring the patient in to evaluate and recommended to check thresholds and obtain an x-ray. Ts also noted there were several stored pacemaker mediated tachycardia (pmt) episodes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.